Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(4) 2022 ¿ efficacy and safety of endoscopic drainage of peripancreatic fluid collections: a retrospective multicenter european study this international, multicenter, retrospective cohort study involved 10 european tertiary hospitals across 4 european countries: athens, greece (5 centers); milan/foggia/verona, italy; and zagreb, croatia and budapest, hungary. Pfc drainage with dpps the pfc was directly punctured using a 10-fr cystotome (cystotome tm, cook medical, winston salem, nc, USA; or the cysto-gastro-set ru, endo-flex gmbh, voerde, niederrhein, nordrhein-westfalen, germany) under ultrasound and fluoroscopic guidance. One or 2 guidewires were then pushed into the cavity through the cystotome and pneumatic dilation of the fistula was performed using a 6- or 8-mm balloon (maxforce, boston scientific) and 1 or 2 dpps (3 cm length, 7 or 10 fr diameter) deployed into the pfc. Dpps were removed when clinical success of drainage was achieved. As per the intended use of the cst-10, the device is used to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst, when it is visibly bulging into the gastrointestinal tract. This file will capture off label use of the cst-10 device for the puncturing of a walled off pancreatic necrosis (won), potentially occurring in croatia. No adverse effects reported as occurring. Mean age 57.2±11.9 years, 71.9% male.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 14-aug-2024. Initial MDR report generated and submitted in error. Cancellation report scheduled for submission as the report has been submitted under pr (B)(4).

Manufacturer narrative:
Cancellation report is being submitted due to the completion of the investigation on 14-aug-2024. Initial MDR report generated and submitted in error. Cancellation report scheduled for submission as the report has been submitted under pr (B)(4).